Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 400 something mg/dl, 96 mg/dl, 113 mg/dl, and 100 something mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.